Event description:
Repair of mitral valve leaflet prolapse with repair of chordae and implanting a 32mm profile 3d. The patient was brought off bypass and the mitral valve continued to have leaking issues. The patient was placed back on bypass and a 2nd attempt was made to repair the valve. Manufacturer response for profile 3d annuloplasty ring 680r, profile 3d annuloplasty ring 680r (per site reporter): manufacturer provided product return packaging.